Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that stored egms revealed t-wave oversensing that resulted in inappropriate therapy. The system was programmed off.